Manufacturer narrative:
(B)(4). Concomitant medical products: vanguard tibial bearing catalog # ep-183620 lot # 204600, patella catalog # 11-150842 lot # 316730, cobalt bone cement catalog # 402283 lot # 508120. Customer has indicated that the product location is unknown once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial right knee procedure. Subsequently, the patient was revised due to the locking bar backing out. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Upon reassessment of the event it has been determined that the reported device did not cause or contribute to the event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon reassessment of the event it has been determined that the reported device did not cause or contribute to the event.